Event description:
It was reported that during an unrelated medical procedure, a "bursar sac" was discovered around the stimulator. The pt reported the stimulation helped a little for the legs, but not for the back. The entire system was removed. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.